Event description:
"Pt underwent a cardiac catheterization. The catheter went well until md, medical doctor, was unable to remove the perclose device. Tried to change wire over the device, the device would not lock. Attempted to push or rotate device nothing worked. Vascular surgery was consulted and the pt taken to the o.r., operating room. There appeared to be tissue blocking the foot of the device. Once the tissue was removed, the device functioned. The device was removed in the or and the artery repaired with a bovine pericardial patch. Post-operatively the pt did well and was discharged home. A post-operatively the pt did well and was healing nicely without evidence of erythema or infection. There is a +2 femoral pulse." Upon further query with the customer, the following info was received. The physician attempted an arteriotmy closure in the right common femoral artery following a diagnostic procedure. The pt's length of stay was extended overnight and the pt was discharged home the following day.